Event description:
The patient claimed that his blood glucose was elevated to 300+ mg/dl on the morning of (B)(6) 2011. His usual blood glucose reading is 110 mg/dl. Reportedly, he took bolus insulin to correction his elevated reading but his blood glucose did not respond. At 8 am, his blood glucose continued to stay in the high 200's mg/dl. During his phone call with animas, his blood glucose was at 310 mg/dl and had symptom of vomiting. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patient's alleged elevated blood glucose. The basal segment is correctly programmed according to the patient's usage. The patient indicated he does his own calculation for insulin dosing and does not use the advance features on the insulin pump. The total daily dose and bolus history were account for and add up correctly. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. The patient was able to prime into the air to confirm insulin delivery. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is reported because the patient allegedly had elevated blood glucose and symptom suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.